Event description:
It was reported that the atrial lead had impedance spikes and a lead warning had previously been triggered. It was also reported that atrial high rate episodes indicated noise on the atrial lead and (due to the performance issues of the atrial lead) ventricular safety pacing on the right ventricular (rv) lead. Noise and loss of capture were detected during pocket manipulation and arm movements. The safety margin was increased and the atrial lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the atrial lead warnings for high impedance paces had continued, and there was occasional oversensing. The impedance was within normal limits upon interrogation. It was also reported that the lead had been repositioned after implant. The lead was programmed to unipolar and remains in use with continued monitoring.